Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernia. It was reported that after the implant, the patient experienced recurrence, mesh torn, and mesh migration. Post-operative patient treatment included hernia repair with new mesh.